Event description:
This was the medsun report completed by a nurse: the ceiling lift was being used to turn a patient. The staff was trying to clean the patient up and used all of the straps on one sling bar, causing too much weight on one bar and the clip snapped off.======================manufacturer response for hillrom ceiling lift slingbar, (brand not provided) (per site reporter).======================I did not work with the unit staff on this but I have been told that the service tech has removed the slingbar. I have asked his contact here for an update when they find out. Our safe patient handling coordinator is working with the staff to re-educate them.